Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that there was patient unsatisfaction. The ins was out of service. It has never been determined the reason why the ins was in such a state, it has never been properly investigated. It was unknown if there were any external factors that contributed to the event. It was suggested to the patient to go to a follow up. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury.

Event description:
Information was additionally received from the rep reporting that ¿ins out of service¿ meaning was not able to be determined, because the patient didn't specify it and didn't go to ¿control¿. The cause of the ins being out of service has not been determined. The issue has not been resolved. The patient outcome was not available.